Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during preparation for the procedure the jagwire was checked and found to be damaged. The tip of the guidewire had detached, exposing the metal tip of the corewire. The procedure was completed with a second jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. Although the device has been returned for evaluation; a failure analysis of the complaint device has not yet been completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during preparation for the procedure the jagwire was checked and found to be damaged. The tip of the guidewire had detached, exposing the metal tip of the corewire. The procedure was completed with a second jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip had detached, exposing the tip of the corewire. The presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fracture noted and the ptfe jacket did not present any anomaly. Additionally, the outer diameter of the guidewire was measured and found to be within specifications. It is most likely that due to manipulation during preparation the defect was caused, since the presence of adhesive indicating proper manufacturing was determined, hence the most probable root cause is handling damage a DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints have been reported for lot number 15507011.